Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there were 800 atr episodes noted since last patient follow up. Noise was present on both channels. Noise was reproducible with maneuvers but was not oversensed. Should additional information become available this file will be updated.